Event description:
It was reported, "pt bent down to tie their shoes or remove their shoes and the ulna component of the elbow replacement broke. The implant was performing very well and the pt was very happy with function and pain. The original implant as you will be able to see is a distal humerus tied into an ulna component."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.